Event description:
It was reported during a laparoscopic hernia repair the ems stapler was sporatic with stapling. Sometimes two staples came out at the same time. The second staple was stuck in the jaw, it did not fall into the pt. The case was completed with another ems. There was no consequence to the pt.